Event description:
It was reported that during a heart case, the single head pump stopped. The perfusionist was unable to get the battery back-up to operate. The pump was handcranked while the pump was switched to another pump. They continued case without further incident. No pt injury.